Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient underwent a bladder tumor resection on (B)(6). During the operation, the surgeon indwelled a urethral catheter for postoperative bladder flushing and urine drainage. On the evening of (B)(6), the catheter was found detached. Following an examination, it was suspected that this event might have been attributed to a balloon rupture. Per email received from the ibc representative on (B)(6) 2019, there were no missing pieces.